Event description:
Discordant advia centaur cp troponin ultra results were obtained on patient samples. The results were reported to the physician. Upon retest on a second system, the corrected results were reported to the physician. There was no report of the patient intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur cp troponin ultra results were obtained on patient samples. The results were reported to the physician. Upon retest on a second system the corrected results were reported to the physician. There was no report of the patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. A thorough check failed to find anything wrong with the instrument. The fse performed extensive cleaning and calibrated the instrument. All calibration and qc pass. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.